Manufacturer narrative:
The event of " lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported right side swollen/inflamed lymph nodes." Patient representative also reported "patient has not been diagnosed with bia-alcl." Patient representative additionally reported muscle/joint pain, sleep disturbances/hypersomnia and digestive problems" "increased sensitivity to cold, forgetfulness, heart palpitations, weight fluctuations," "difficulty swallowing and sinus problems" "dry hair" "difficulty formulating sentences and recollection of simple words during conversations, facial swelling, and intense headaches all not related to the device. The device has been explanted.